Event description:
Reporter indicated a vns pt's systems and normal mode diagnostics tests resulted in dcdc code = 0 consistently over the past several years except for a brief jump to dcdc code = 1. The pt is having no adverse events, but a possible short circuit of the lead is suspected. The pt has had no trauma and does not manipulate the vns. The pt has been referred to an ent physician for further evaluation and laryngoscopy. X-rays are not planned. The reporter will determine the plan of care following the ent consult.